Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pack was open inside of the case, non sterile.

Manufacturer narrative:
The reported issue was confirmed. Visual evaluation of the photo sample noted one, opened original package for foley tray tr12455m12. Visual inspection of the sample noted that both the plastic overwrap and the paper drape packaging seemed torn opened with the strips hanging loose. This was a confirmed breach of sterile barrier per the labeling. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pack was open inside of the case, non sterile.